Event description:
The customer reported the collimator opens and closes on its own. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.